Manufacturer narrative:
The insulin pump was monitored and no low battery alert noted. All operating currents are within specification. No alarm noted. The insulin pump alarmed unexpected restart after battery installation due to voltage leak at interface board. After replacing the connector on the interface board, the electronic assembly was connected the insulin pump alarmed followed by constant alarm. The insulin pump's problem was isolated to the mother board. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was changing the insulin pump's battery every four days. In the alarm history unexpected restart and external error alarms were found. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.